Event description:
Drain implanted by physician, whose associate physician removed drain on 2/9/92. Drain broke during removal by associate physician on 2/11/92 and was discarded. Patient discharged on 2/14/92. Sales associate was contacted via phone on 6/11/92 by rn, of doctors hospital about the incident. Sales associate met with rn on 6/15/92, was requested to meet with associate physician. About 6/23/92 met with assoc. Dr., who removed the drain and was referred to original surgeon. Met with original surgeon about 6/30/92 in operating room at drs. Hospital. When asked, surgeon said that the patient was healthy, did not seem to be concerned over eventdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.